Event description:
It was reported that an asahi sion guide wire was inserted into the patient anatomy, but its advancement became dull. When the guide wire was removed, its coating came off. The procedure was continued with another unspecified guide wire and completed successfully. It was informed that there were no adverse patient effects and the patient was in the hospital.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When additional information of the event was obtained by the manufacturer, reportable malfunction and adverse event were recognized for the first time; therefore, g3. Date received by manufacturer is the date when additional information was obtained. Device evaluation could not be performed because the affected device was discarded by the user facility and not returned, but a movie file and some photo images were available. The movie and images revealed that the subject sion guide wire was inserted into a metal-made inserter-like concomitant device. As the guide wire was pushed and pulled in the device, green ptfe coating came off from the guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information including a movie and photo images, as well as by reviewing the know similar events, it was presumed that the proximal ptfe coating segment of the subject sion guide wire might have been peeled by strong friction generated with a sharp edge of a concomitantly used metal introducer. Although it was concluded that this event was not attributed to product quality, possibility could not be completely ruled out that the ptfe coating had been left in situ. No CAPA will be taken. The instructions for use (IFU) states: [warnings] - never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. - do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Malfunction and adverse effects] ~ abrasion of the guide wire coating [how to use] special instructions for hydrophilic coated guide wires: ~ precautions avoid abrasion and peeling of the hydrophilic coating. Do not withdraw or manipulate the guide wire in a metallic needle or metallic sheath or sharp-edged introducer device, as this may damage the hydrophilic coating.